Manufacturer narrative:
H.6. Investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection, there was no foreign matter observed based on the photo; therefore the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation a root cause could not be determined due to the incident not being verified. H3 other text : see section h.10.

Event description:
It has been reported that one syringe 5ml ll has been found containing foreign matter before use. The following has been provided by the initial reporter: particulate matter within the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 5ml ll has been found containing foreign matter before use. The following has been provided by the initial reporter: particulate matter within the syringe.